Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level ranging between 300-470's mg/dl. A manual injection was administered and the customer's healthcare provider adjusted the customer's basal rate to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.